Event description:
It was reported the balloon leaked; there was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter shaft was blocked with solidified contrast, likely due to procedural factors. The solidified contrast could not be removed, therefore the catheter shaft was cut towards the distal in an attempt to inflate the balloon for functional testing. The distal section was flushed without difficulty and the balloon was inflated and was noted to be leaking from a hole at the proximal end. Additional information from the complaint noted the device was confirmed to be in good condition during/after unpacking and preparation and was prepared as per the directions for use (dfu). It is probable the device was damaged during the clinical procedure causing the reported balloon leak. Based on the information available and analysis of the device, an assignable cause of procedural factors was assigned to the reported balloon leak and observed hole in balloon.

Event description:
It was reported the balloon leaked; there was no reported clinical consequence to the patient.